Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced an infection and skin overgrowth at the abutment site. On (B)(6) 2015, the abutment was replaced for a longer one. Subsequently, the patient has experienced ongoing issues with skin overgrowth, intermittent discharge and pain. The affected area was drained on (B)(6) 2019 and revision surgery was scheduled; however, this has not occurred as of the date of this report.